Manufacturer narrative:
Physio-control further evaluated the removed user interface (ui) pcb assembly and verified the reported issue. It was determined that the ui pcb assembly caused the device to not complete the boot-up process; however further cause could not be determined. The removed system controller (sc) pcb assembly was further evaluated and no failure was observed. The sc pcb assembly was an ancillary replaced part.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the user interface (ui) and system controller (sc) pcb assemblies to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the display on their device is white and the service indicator is present. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.